Event description:
It has been reported to philips the device is still alarming after new battery.

Manufacturer narrative:
Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.